Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h6, h11. 5 events were previously reported during the reporting quarter: however, 1 event was reported in error. 4 previously reported events are included in this follow-up record. Product return status: 1 device was evaluated based on historical data analysis. 3 device investigation types have not yet been determined.

Event description:
This report summarizes 4 malfunction events in which the device or cutting accessory fractured. 4 events had patient involvement: no patient impact.

Event description:
This report summarizes 5 malfunction events in which the device or cutting accessory fractured. - 4 events had patient involvement; no patient impact. - 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 5 events were reported for this quarter. Product return status 5 device investigation types have not yet been determined. Additional information 5 devices were labeled for single-use. 5 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 4 previously reported events are included in this follow-up record. Product return status 1 device was received. 3 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 4 malfunction events in which the device or cutting accessory fractured. - 4 events had patient involvement; no patient impact.